Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) was fully applied with the pushers advanced and the interlock was engaged. No damage was noted to the knife blade. The sulu was reset and loaded with staples from a test sulu. The loading unit was then loaded into the returned instrument. The instrument and loading unit were applied to the records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total gastrectomy, after firing the stomach, there was no anastomosis. An incomplete staple line was observed, and the surgeon had to over sew the anastomosis to complete the case.